Event description:
It was reported that there was an extrusion of a pt's generator that started sometime in 2007. Plastic and reconstructive surgery was performed, and the extrusion recurred three times. The pt's generator was explanted due to end-of-service, and has been sent back to the MFR for analysis. It was noted that communication was not possible with the generator due to the beleived eos. There is no known trauma or manipulation that is believed to have caused the event. There is no known causal or contributory change that preceded the event. Analysis of the generator has not been completed to date. Search of the MFR's programming history database and info from physician was used to perform a battery life calculation, which resulted in approximately -0.95 years until eri=yes. Good faith attempts to obtain additional info have been unsuccessful to date. The cause of the extrusion is unk at this time. The relationship of the extrusion to the device is unk.